Event description:
Customer reported the secondary medication backed up into the primary container. An antibiotic was hung and after starting the infusion, bubbles were noted going up into the primary bag indicating the backflow. There was no patient harm and no medical intervention was required. Customer stated that no further patient or event details are available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of secondary backed into primary could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed.